Manufacturer narrative:
The customer contact indicated that the device was discarded. One sealed device from list #12650 lot 30147ns was received and evaluated. The device passed testing. Microscopic visual inspection of the device revealed nothing unusual. The slide clamp was engaged multiple times at the same point of the tubing. The set was primed using a syringe and no leak was observed and no cut in the tubing was noted. Subsequently, the slide clamp was engaged and left in position overnight. The slide clamp was opened and primed again with sterile water and no leaks were observed. No cut tubing or solution leakage was noted. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported severed tubing; subsequently, blood loss was noted. The t-connector extension tubing set was to be used to deliver an unspecified volume of cefotaximine 95mg every 8 hours and vancomycin 30mg every 12 hours. The customer contact reported that the nurse primed the t-connector extension tubing set with normal saline, connected it to the pt's IV catheter, and closed the slide clamp on the tubing set. At this time, it was reported that the nurse turned away to log into the system to enter data. After an unspecified length of time, it was reported that the nurse turned back to the pt. At this time, it was reported that the nurse noted approximately 0.3ml of blood, diluted with saline, near the t-connector and on the blanket. It was reported that the nurse clamped the tubing segment above the t-connector and untapped the connection at the t-connector. The customer contact indicated that the system was reflushed. No specific details were provided. The extension tubing set was replaced. It was reported that the infant tolerated the t-connector extension set change will with no sequelae; however, the customer contact indicated that the pt experienced some discomfort from the tape being removed from the surrounding IV site and the arm board used to stabilize the extremity. During visual examination at the user facility, it was found that the clamp had severed the tubing. The customer contact described the cut as clean and not jagged. There was no reported delay of therapy critical to this patient. No medical interventions were reported. No additional info was provided.